Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2008 due to sui. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.